Event description:
It was reported that the patient developed progression of driveline infection and was admitted on (B)(6) 2019 for IV antibiotics. Patient had been treated as an op since (B)(6) 2019 with oral antibiotics for driveline infection however symptoms progressed to worsening abdominal pain, driveline redness, discharge, and general malaise. Patient admitted started on antibiotics. As per the report, wound culture with 3+ gram positive cocci, 2+ gram positive bacilli. Patient was started on vancomycin and cefepime. Patient was changed to daptomycin on (B)(6) 2019. Patient had CT scan, showing infiltration of the fat surrounding the lvad device with no abscess. Patient discharged on IV daptomycin on (B)(6) 2019 and will follow up with the infectious disease doctor as an outpatient. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed progression of drive line infection and was admitted on (B)(6) 2019 for IV antibiotics. Patient had been treated as an op since (B)(6) 2019 with oral antibiotics for drive line infection however symptoms progressed to worsening abdominal pain, drive line redness, discharge, and general malaise. Patient admitted started on antibiotics. Cultures are pending. No further or additional information was provided.